Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's physician stated his pump's battery would deplete in less than a month. At the time of report, the patient had not heard the alarm, but suspected it was due to the water retention caused by his oral prednisone. It was reported that the pump may likely have been near its end of life because of the device's high flow rate. The drugs being used in this system were morphine and baclofen. About three months later, it was reported that the patient heard his device's alarm. However, it was unclear when it began as it was stated that it had "been beeping since last month" and that it had been going for a "couple of months." The reporter suspected this was the non-critical alarm, but also noted that he heard, what sounds to be, the critical alarm that day. It was reported that the patient had been told his device would die on (B)(6) 2012, which was also the day of report. The patient's pump was turned down, but he needed to delay his pump replacement until (B)(6) due to insurance issues. About five months later, it was reported that the patient's pump had stopped on him twice, once on (B)(6) and once in (B)(6). It was stated that the pump had been alarming since (B)(6) 2012. Initially the alarm was singular, but about three months prior to report, a dual alarm began. It was reported that the patient visited the hospital both times the pump stopped, but the first occasion was originally for an unrelated issue of cellulitis and blood clots. Also, the patient had recently moved, but had yet to find a new physician in the area. The patient wanted the pump replaced to prevent another hospital trip when it went out again. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 8709, lot # j0056649r, implanted: (B)(6) 2000, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8575, lot # j12339r, implanted: (B)(6) 2005, product type accessory. (B)(4). The patient was hospitalized, but no specific symptoms were reported.

Event description:
Additional information: it was reported that the pump displayed an end of service and end of life (eos/eol) error message. The physician wanted to make sure the pump was shut off completely before managing the patient with oral medications. The patient wanted to heave their pump replaced, but was having a hard time finding a physician willing to work with him. The patient was feeling sick. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).